Event description:
It was reported the insulin pump alarmed motor error several times during bolus, basal and manual prime. Customer's doctor advised ask if was ok to use the device. The device was not bumped, dropped nor exposed to an MRI. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.